Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0kgv9, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
In (B)(6) 2014, the patient reported since he had not had a change in his symptoms since implant. The patient never had therapeutic effect. The patient was currently on program 3 at 0.7 v. The patient's next follow up appointment was scheduled for (B)(6) 2014. It was reported 3 days later by the physician that the patient had 50% or greater symptom reduction. The cause of the event was not determined. It was noted as unknown if it was related to device or if programming was needed. There was no troubleshooting done. The patient outcome was reported as recovered without permanent impairment. In (B)(6) 2015, the patient reported that the device has not helped his problem, never doing what he had hoped. The patient is going to have spine surgery and the physician stated that while they are in surgery, they will remove the implantable neurostimulator (ins). The patient also reported that starting in about (B)(6) 2015, the device occasionally bothered his hip. The patient also noted he has degenerative disc disease, which began prior to getting the ins, but started getting worse in about (B)(6) 2015. Follow up is being attempted to obtain information about troubleshooting, intervention and patient outcome. Should additional information become available, a supplemental report will be filed.